Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 2 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on the received closed samples confirmed that the units are compliant with the specified requirements. Needle attachment results conducted on the closed samples received are 0.90 kgf in average and 0.83 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the novosyn quick suture thread from b braun, in most of the threads from this batch, the needle detached from the thread. Initial complaint: cc no. (B)(4). The customer sent two other samples from batch 125184, for which we request investigation. Additional information: complaint related to the initial complaint (B)(4). When the b. Braun surgical received the samples, it discovered that the customer had also sent 2 samples from another batch (125184). Thus, it was necessary to register this new complaint for this batch in order to proceed with the investigation.